Event description:
New information received notes that there was no attempt to implant a new device as the patient died of septic shock. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with premature battery depletion. Device replacement was scheduled. The patient was stable.